Event description:
Home patient (hp) contacted baxter's technical service center for assistance. Reportedly, hp touched the spike at the end of a line from homepatient's homechoice set. Operational service representative (osr) directed hp to discard setup and to begin with all new supplies. No patient injury or medical intervention associated with this incident, per rn. Rn will go over proper procedure with hp.